Manufacturer narrative:
The microcatheter was returned for analysis. The useable length of the microcatheter was measured and found to be within specifications. No issues were found with the microcatheter hub. The microcatheter tip was found to be bent at the proximal edge of the distal marker band. The tubing material at the bend was found to be torn. The separated edges of the tubing material exhibited jagged edges and stretching. The microcatheter was flushed and water exited from the damaged location and distal tip. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation, when unpacking the device, it was reported that the tip of the microcatheter was bent. The microcatheter was exchanged for a new one to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Based on the device analysis and reported information, the customer¿s report of ¿damage¿ was confirmed. The returned microcatheter distal tip was found to be bent and the tubing material was found to be torn. However, the cause for the damage could not be determined. The damage to the distal tip is consistent with tip shaping; however, no shaping was reported by the customer. A number of communication were made to confirm that they did not steam shape the microcatheter tip. In addition, all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. No corrective action is required at this time. If information is provided in the future, a supplemental report will be issued.